Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding bone tamp. It was reported that balloon ruptured in the body of the vertebra during inflation but it was easy to take it out. A new balloon was used to complete the procedure. There were no symptom reported. There were no further complications reported regarding the event.